Manufacturer narrative:
Based on the information provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the 3dmax after being admitted to the hospital exhibiting symptoms including nausea, persistent vomiting, abdominal pain, and an abdominal mass. The explanting surgeon noted "lots of adhesions" and abscess fluid. The 3dmax was described as "floating inside." Medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol 3dmax, reference number 0115322, lot number 41fmdd04 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove the 3dmax after being admitted to the hospital exhibiting symptoms including nausea, persistent vomiting, abdominal pain, and an abdominal mass. As reported, the explanting surgeon noted "lots of adhesions" and abscess fluid and the 3dmax was described as "floating inside." As alleged, the patient was injured severely and permanently and has suffered an will continue to suffer physical pain due to the alleged defective 3dmax.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol 3dmax, reference number 0115322, lot number 41fmdd04 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove the 3dmax after being admitted to the hospital exhibiting symptoms including nausea, persistent vomiting, abdominal pain, and an abdominal mass. As reported, the explanting surgeon noted "lots of adhesions" and abscess fluid and the 3dmax was described as "floating inside." As alleged, the patient was injured severely and permanently and has suffered an will continue to suffer physical pain due to the alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax. Per operative notes, ¿patient has a pantaloon hernia which includes a direct and indirect component. A 3dmax mesh is inserted into the preperitoneal space, deployed in the inguinal region, and stapled in place with a protack instrument.¿ (B)(6) 2014 - patient had abdominal pain and intra-abdominal abscess. (B)(6) 2014 - patient was diagnosed with cystic mass on right abdominal cavity and abscess cavity of right lower abdominal area with infected graft thereby underwent removal of mesh. Per operative notes, ¿adhesions were taken down, then the mass was identified and was separated from the intestines. The drainage of all the abscess and the graft floating inside was also removed.¿ attorney alleges that the patient had abscess, infection, pain, hernia recurrence, inflammatory cell infiltration, hemorrhage and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to remove the 3dmax after being admitted to the hospital exhibiting symptoms including nausea, persistent vomiting, abdominal pain, and an abdominal mass. The explanting surgeon noted "lots of adhesions" and abscess fluid. The 3dmax was described as "floating inside." Medical records are not available at this time. Adhesions are a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum #1: h11: addendum to the previous information. This supplemental emdr is being sent to provide the correct lot number for the 3dmax device. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date, PMA/510(k) and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 years 9 months post implant of 3dmax, patient was diagnosed with infection, inflammation, adhesions, abscess and abdominal pain thereby underwent mesh removal. The instructions-for-use supplied with the device list inflammation as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol 3dmax, reference number 0115322, lot number 41fmdd04 was implanted to repair the hernia defect. (B)(6) 2014: the patient underwent an additional surgery to remove the 3dmax after being admitted to the hospital exhibiting symptoms including nausea, persistent vomiting, abdominal pain, and an abdominal mass. As reported, the explanting surgeon noted "lots of adhesions" and abscess fluid and the 3dmax was described as "floating inside." As alleged, the patient was injured severely and permanently and has suffered an will continue to suffer physical pain due to the alleged defective 3dmax..

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct lot number for the 3dmax device.